Manufacturer narrative:
At this time, no further information on this event has been reported and attempts to obtain further information have not been successful. Our records still indicate that the device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker was being seen for postural dizziness, which was not considered device related. The patient also reported shortness of breath. Interrogation of the device revealed several stored episodes due to noise on both the atrial and ventricular channels that was being oversensed. All measurements were in normal range. Printouts were sent to boston scientific technical services (ts) for review. A ts consultant discussed that the noise on both channels started and stopped at the exact same time, indicating possible electromagnetic interference (emi). Additional troubleshooting was discussed, including talking to the patient to find out what they aere doing at that time, to help determine the source of the emi. No adverse patient effects were reported. Both the right atrial and right ventricular leads are non-boston scientific products.